Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported needle hub separated and stayed inside of the syringe. Verbatim: consumer reported needle hub separated and stayed inside of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that the needle hub separated and stayed inside of the syringe. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0041236. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200878621] noted that did not pertain to the complaint. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that a syringe 0.5ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported needle hub separated and stayed inside of the syringe. Verbatim: consumer reported needle hub separated and stayed inside of the syringe."